Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged and the device stopped working. A new dissector was not needed as this occurred at the end of the case. The surgeon used a cautery hook to complete the procedure. There was no patient injury.